Manufacturer narrative:
Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support awaiting a pump exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a therapy resistant driveline infection with skin tunneling and exudate. After long therapy, the surgeon decided to exchange the pump. A pump exchange is scheduled for an unspecified date in (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The lvad was not available for evaluation. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was exchanged on (B)(6) 2019 due to the driveline infection. The device was working as expected for the whole time of support. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.